Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Peritoneal dialysis nurse reported that the patient experienced shortness of breath and pain during the dwell phase of the peritoneal dialysis treatment. It was believed that the cycler overfilled the patient. The patient reportedly went to the hospital and drained 3300ml which alleviated the symptoms. The patient¿s prescribed fill volume is 2500ml. It was advised that the patient discontinue use of the cycler. The patient resumed treatment the next day with no complications. Additional information was solicited.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. Load cell verification testing was performed with no issues noted. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Clinical conclusion: there is a temporal relationship between the patient feeling of increased intraperitoneal volume with dyspnea and pain (unspecified) and pd therapy on the liberty select cycler as the patient was in active treatment at the time. However, there is no documentation in the complaint to show a causal relationship between the patient symptoms and the liberty select cycler. Additionally, the patient drain volume did not exceed the 180% drain volume criteria. The patient symptoms were relieved by completing a drain. Additionally, there is no allegation of a machine malfunction or deficiency reported for this event. No treatment data was available for review. Based on available information the cause of the patient symptoms cannot be confirmed. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
"."